Manufacturer narrative:
With review of the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed to the reported event and patient outcome include the patient's previous significant cardiac history, post-lvad history of chronic right heart failure and other known vad-related complications, and development of overt cardiogenic shock, with acute pulmonary edema, massive hemolysis, liver damage and renal failure. This resulted in rapid decompensation of the patient's clinical condition within 24 hours of admission. Though surgical options were discussed with patient´s family; due to the patient's reported poor quality of life pump exchange could not be considered. As a result the patient's clinical condition progressed and the patient expired. In addition, though lvad thrombus was suspected by the site it was never confirmed through diagnostic testing performed by the site and the device was not returned to the manufacturer for evaluation. Though the root cause of the reported event cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation, DHR review, confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed the increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer log file analysis review date: 08/18/2015. Data from (B)(6) 2015. Normal power consumption. Additional notes: 9 suction alarms have been logged since (B)(6) 2015. 127 high watt alarms have been logged since (B)(6) 2015. The current high watt alarm limit is set to 5.5watts. Starting on (B)(6) 2015 there is an increase in power consumption to level outside of normal operation. Power consumption retuned to within normal limits on (B)(6) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by hospital representative in (B)(6) that patient was admitted on (B)(6) 2015 due to exertional dyspnea. "Twenty four hours later patient developed cardiogenic shock with acute pulmonary edema, massive hemolysis, liver damage and renal failure". " lvad thrombosis was suspected on the device log-file analysis that showed "increased pump parameters (power/flow)", and to "elevated ldh". "Site gave lysis, pump powers decreased". Log files were sent in for analysis by hospital representatives to manufacturer. On 08-15-15 log files were sent to manufacturer representative. Patient required a second course of thrombolytic (actilyse 80 mg) early this morning due to a new abrupt increase of pump power. On 08-16-15 "today's log files" were sent to manufacturer. Patient "who is admitted at the ICU due to pump thrombosis" received "a new course of thrombolytic (40 mg of actilyse) because of increasing pump power (up to 4, 6 watts)". On 8-18-15 patients still in ICU, "lvad parameters returned to baseline 36 hours ago (after the last course of thrombolytic), and kept stable since then". "Today's log file" were sent to manufacturer. On 08-19-15 it was reported by hospital representative that "our patient is doing reasonably well". Patient is "hemodynamically stable on dobutamine 3 mcg/kg/min and noradrenaline 0.2 mcg/kg/min". "Cardiac output is around 5 liters per minute and central venous pressure is around 17 mm hg, which is his baseline value as before current hospitalization he already suffered from post-lvad chronic right heart failure". "Pulmonary pressures also have dropped to baseline values (systolic 55 mm hg, mean 35 mm hg)". "Liver enzymes, bilirubin and ldh keep going down (current ldh 2000 ui/l)". "Dialysis was stopped yesterday night, but the patient is still oliguric and probably will require renal replacement therapy for a few more days". "From a neurological point of view he is also doing well, being conscious and with no focal sign of focal damage, even disoriented". "Lvad parameters have been stable within the normal range for the last 60 hours". "After switching to low-molecular-weight heparins, the patient has reached target clotting times and anti-xa factor activity, suggesting he is now fully anticoagulated". "He is also being treated with aspirin and clopidogrel". "Fortunately, no bleeding complication have evolved until now". Surgical options were discussed with patient's relatives, "relatives are not willing to consider lvad replacement even if new power increases evolve, as patient's self-reported quality of life even while stable on lvad therapy at home was not good, mainly due to side complications (gastrointestinal bleeding, stroke, chronic right heart failure, episodes of fluid overload)". "Facing this situation, our group is willing to re-consider heart transplantation if the patient surmounts this acute event, end-organ function recovers completely and no other complications evolve, even though predicted surgical risk for this therapy is high". Emergency transplantation was not performed due to severe end-organ damage and subsequent septic shock due to massive bowel infarction. As a result, patient died on (B)(6)2015. "Necropsy did not show any evidence of thrombus in the device", "regarding that at the time of death lvad parameters were completely normal". "Necropsy confirmed massive bowel infarction due to arterial emboli as the cause of death". No further information available.